Event description:
It was reported that when a device was used during a resection of rectal carcinoma, consistant staple formation could not be acheived. The surgeon finished the operation with suture. There were no consequences to the patient.